Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the ict diluent solution ln 7p53. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity c ict sodium result. The patient had a previous sample result of 140 mmol/l (reference range 136-145 mmol/l) and the current sample result was 154 mmol/l and repeat 162 mmol/l. No impact to patient management was reported.